Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator implanted: 2007 (B)(6); product ID 5076-52 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited undersensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.